Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an increased intra-peritoneal volume (iipv) event during dwell 1 of 4 of peritoneal dialysis therapy. The hp stated they were having trouble breathing. It was determined that the patient's largest prescribed fill volume was 2000ml and the drain volume was 3820ml. The technical service representative assisted the hp with bypassing to drain. There was no patient injury or medical intervention associated with this event. No additional information is available.